Event description:
A surgeon reports an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged with the same diopter with an excellent result. The surgeon suspects the original lens was mislabeled.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 11/9/2007 by fax and mail. A completed questionaire was returned 11/19/2007.